Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable. Cts will send replacement cable the customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 210-mg/dl.